Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this electrode was surgically removed during a transvenous system upgrade. Reportedly, the physician suspected the electrode was fractured. During the procedure, the device pocket was opened and the sutures in the area of the xiphoid were released. First, the parasternal part of the lead was removed with gentle manual force, followed by further removal towards the device pocket. The explanted electrode was returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was surgically removed during a transvenous system upgrade. Reportedly, the physician suspected the electrode was fractured. During the procedure, the device pocket was opened and the sutures in the area of the xiphoid were released. First, the parasternal part of the lead was removed with gentle manual force, followed by further removal towards the device pocket. The explanted electrode is expected to be returned for analysis. No resulting adverse patient effects were reported.